Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate and machine alarmed. Estimated blood loss was approximately 200 cc. Patient had no adverse effects and no medical intervention was required. Patient completed treatment on a new dialyzer. Sample has not been returned to manufacturer.